Manufacturer narrative:
To date neither product, imaging, nor data logs have yet been returned for analysis. A supplemental medwatch will be filed when investigation has completed.

Event description:
A morbidly obese patient with a known cardiac history was transferred to the tertiary medical center for escalated care. The patient was actively arresting, and being treated by repeated shocks, when admitted to the cardiac catheterization lab. Due to his condition the team attempted to place an impella cp via the right femoral artery and 14fr introducer. There was difficulty placing the introducer and upon inspection it was seen to be damaged with a kink and fraying. The patient's vasculature had been injured and so the team placed a covered stent to the right femoral artery and then placed the impella cp via the contralateral leg. In addition the team treated the patient's access site bleed with 3 units of blood replacement. The placement was successful on the left side.

Manufacturer narrative:
Since the initial medwatch was filed, the investigation h as completed. The product was not returned for investigation, only the clinical report was analyzed. Due to the patient's body habitus, the placement was made at a steep angulation. The root cause of the re-positioning sheath damage, and associated blood loss, was most likely a combination of steep angulation, tortuous native anatomy, and operator error in the attempted force applied at insertion. No corrective action is warranted at this time. The failure mode will be monitored and trended for analysis.